Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morhology at time of implant are unk. It was reported that an angiogram was performed for evaluation of a type 3 edoleak. The source of the nedoleak could not be identified; therefore, it was determined that tit was a type 2 endoleak. The course of threatment was to attempt to coil embolize or clip the source of the endoleak at a later date. The physician further explored the issue and performed a dupolex ultra-sound and found that the source was a type 3 endoleak coming from a fabric tear in the isilateral limb of the stent graft. The endoleak was successfully relined with a new anuerx iliac limb stent graft. It was also reported the endoleak was still not visible or angiogram. No further information was received.